Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further follow-up indicates the lead was explanted and replaced. Issue resolved.

Event description:
Additional information indicates the patient underwent surgical intervention on (B)(6) 2019.

Event description:
Device 1 of 2, mfg report reference: 1627487-2019-04682. It was reported that the patient experienced lead migration. The patient reported having uncomfortable surges of stimulation around their ipg site. The physician confirmed that one of the leads was wrapped around the ipg site. The field representative attempted to reprogram the patient, however the patient is awaiting surgical intervention to resolve the issue. Note: it is unknown to the manufacturer which lead migrated. Therefore, both leads are being reported on.